Manufacturer narrative:
The device was returned as part of the asset return process and upon inspection and testing, a deformed front frame was observed and an error 116 was exhibited. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, camera control unit, to the olympus service center. Upon inspection and testing of the returned device, an error 116 was observed. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Correction to g2.: (inadvertently missed user facility on the initial medwatch report). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that "e116 error code" occurred, due to mother board failure. The cause of failure could not be presumed. Olympus will continue to monitor field performance for this device.